Event description:
The following has been reported: "during pm of this device - they discovered an issue with the downstream pressure sensor" reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.